Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g a needle was unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1082129 it was reported no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: customer returned 2 used 4mm, 32 gauge nano pro pen needles. Both pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. No issues were observed when using these pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g a needle was unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550. Batch no: 1082129. It was reported no insulin flow.